Event description:
A pharmacist contacted lifescan on september 10, 2006 and alleged that the patient's one touch ultra meter kept displaying the apply sample icon. The medical affairs specialist (mas) was not able to reach the reporter or the patient via phone after several attempts. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient's wife also came on the phone and provided information to the customer service agent during the call. Over two months ago, the patient got a new meter (subject meter) and could not get it to work. The wife stated that the patient was taken to the emergency room because he was feeling dizzy, thirsty, and had frequent urination. His blood glucose level at the hospital was 210 mg/dl and he was given oral medication. He was kept there overnight. There is no further information regarding the hospital visit or the events leading to the symptoms. It is not clear if the patient had attempted to test on the subject meter at the time of concern. At the time of troubleshooting, the pharmacist was walked through a control solution test, but the apply sample icon appeared on the display. Therefore, the issue was not resolved. Although there is insufficient information regarding the events leading to the symptoms, this complaint is reported because the patient experienced symptoms and it was alleged that the meter was "not working". The meter issue was not resolved with troubleshooting. The meter was replaced for the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.